Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that her daughter was hospitalized two weeks ago and went back to the hospital due to the pump not giving insulin. It was unknown if the customer was wearing their insulin pump during their hospitalization. The customer's mother did not provide the blood glucose value at the time of the incident. No further information about the hospitalization.